Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty slider switch on the scope socket; replacement of the scope socket was deemed necessary to resolve the problem. Additional evaluation findings are as follows: non-olympus lamp noted installed in the unit, reading at more than 500 hours. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the front panel led lights of the olympus, model clv-190, evis exera iii xenon light source, intermittently flashed when the scope was connected. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty slider switch on the scope socket. Olympus will continue to monitor field performance for this device.